Event description:
The customer initially called to report that the insulin pump was unable to prime and was shooting out the insulin. The customer later called stating, she was treated by the paramedics due to low blood glucose readings below 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated with specifications.